Manufacturer narrative:
Other relevant device(s) are: product ID: iw1414c75xh, serial/lot #: (B)(4), ubd: 06-nov-2010, UDI#: (B)(4), event date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of unknown size. It was reported that the patient contacted medtronic approximately 10 years later and commented that the implanted talent stent grafts have collapsed but still remain implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.